Event description:
It was reported to physio-control that the customer¿s device didn't respond to its buttons when it was used to monitor a patient during transport. The batteries were removed and re-installed, and the device was powered off and back on, but the device would still not respond to any buttons being pushed. There was patient use associated with the reported event however, there was no adverse patient outcome.

Manufacturer narrative:
Physio-control evaluated the device, but could not verify the reported issue. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use.